Manufacturer narrative:
Zimvie complaint number: (B)(4). G4: additional PMA/510(k) number k011028, k013227. H4: device manufacturer date unknown / not provided. H6: additional h6- patient codes: 1932: inflammation.

Event description:
It was reported that implant was removed due to infection. The doctor followed the tsv surgical procedures to place the implant - tsvwb10. After 3 weeks, infection was happened to the patient. Tooth site # 37. Symptoms as a result of the event: pain, edema, inflammation.